Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the event was that the battery was at end of service. The system modification was done on (B)(4) 2017. No further complications were reported.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a loss of therapeutic effect. Interventions included an adjustment in collaboration with a manufacturer representative (rep) where case positive 1 and 2 negative at 2.1 amps was reprogrammed to 1 positive, 2 and 3 negative at 3.6 amps on (B)(6) 2016. Another adjustment where the rep changed from 1 positive, 2 and 3 negative at 4.9 amps 210 pulse width to case positive, 1 and 2 negative at 2.0 amps 300 pulse width on (B)(6) 2016. Lastly, a CT scan was ordered on (B)(6) 2016. The loss of therapeutic effect was reported on (B)(6) 2016. The event was possibly related to the device or therapy and not related to the implant procedure. Patient presented with worsening frequency/urgency worse at night. Their condition was improved with device adjustment but still a gradual worsening nocturia for 1 month. On (B)(6) 2017, the patient presents with continued frequency/urgency after adjustments and was concern was that the device was not working. A CT scan of the pelvis for lead placement was ordered and on (B)(6) 2017, the CT scan showed that the lead was going through the s3 foramina and was in the left presacral space. Position was well and they would set up a battery change with a possible lead revision with their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the patient was not feeling stimulation and that four programs were set. The etiology of the event was noted as not due to programming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp for a clinical study reported the most recent interrogation date prior to the event was on (B)(6) 2015. On (B)(6) 2017 the patient still was symptomatic and the battery was at end of service (eos). The plan was for a device evaluation with battery change and possible stage 1 revision. No further complications were reported.

Event description:
Additional information via the rep on behalf of the hcp in a clinical study reported that the loss of therapeutic effect began post-op. The patient's medical history included urgency-frequency, urinary retention, chronic prostatitis, urinary tract infectious disease, osteoarthritis/rheumatoid arthritis, and hypertension. At the time of the report the device was still implanted and the event was noted to be ongoing since (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the therapy adjustment was changed to program 2 at 3.9v amps on (B)(6)2018. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that 4 programs were set, 1 [+ 2/3- at 2.8 v amps on cycling 1-, 3+, 0+,3- on cycling case + 1/2-] on (B)(6) 2018. No further complications were reported/anticipated.